Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Device analysis was not yet available. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. No adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Device analysis was not yet available. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. No adverse patient effects were reported. Device data was subsequently provided for analysis. Data analysis found this pacemaker to have normal battery depletion. No adverse patient effects were reported.